Manufacturer narrative:
Additional information: product analysis : presence of blood indicates the instrument has been used during surgery. Functional analysis was not possible, due to a hole on the balloon of the ibt. Visual analysis shows a longitudinal rupture on the balloon from the distal peak to the proximal peak of the balloon. The morphology, location on the instrument and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at th12 to treat a compression fracture. It was reported that the balloon ruptured on the left side during inflation and contrast media leaked. No balloon fragments remained in the patient and there were no allergic symptoms. Per the report, the balloon was inflated to "150 psi and the volume was 3.5ml when the balloon ruptured." After the event, the contrast media was suctioned out and the surgeon used a new inflatable bone tamp (ibt) to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.